Manufacturer narrative:
H7: information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller said they saw an error code that said the battery was depleted on the pt's handset today when they tried to connect the handset to the ins; caller did not fully recall code and did not remember if this was service code 302 (eos). Caller said pt had not been using the device. Technical services (tss) reviewed MRI considerations and reviewed ins function. Caller had contacted pats earlier for general compatibility(service). Pt's friend/family member later reported that pt needs to get an MRI but they cannot put the ins into MRI mode. Caller stated they think there was a message about the ins battery being empty but caller was not sure of the message details. Caller was not with pt or equipment. Caller contacted pt spouse who was with pt and equipment. Spouse stated that there is an amber light on the communicator but caller does not have any of the charging cables for the communicator. Patient services (pss) reviewed pt can use a usb 2.0 cable to charge the communicator. Spouse stated they will try to charge up the communicator to connect to the ins. Spouse stated that pt did not get therapy benefit from the ins since implant. Spouse stated that pt never used the ins so the ins battery should not have reached eos. Spouse stated that pt has been admitted to the hospital with a possible stroke [unrelated] and they need to do an MRI related to that. They are not able to connect with the ins to put the ins into MRI mode. Pss suggested caller charge the communicator and try to connect to the ins then. Pss provided stim tech number for hcp to call in for eligibility form as needed for MRI. On (B)(6) pt's daughter later called and repeated information previously documented. Caller stated the stimulator is giving them "service code 302 (eos)." Caller stated they were told that the battery hasn't been in the patient's back long enough for it to be dead. Caller also noted the patient last turned the stimulation on about a month ago and before that it wasn't used for some time. Caller stated they're trying to get an MRI due to possible stroke, but the MRI facility did not accept the MRI eligibility form. Caller stated they have been waiting for someone to call them back regarding a local rep, but no one has called. Agent reviewed service code 302 with caller. Agent reviewed eos indicates that stimulation is off. Agent advised that the caller have the MRI technician call technical services to review MRI information. Agent also provided nas and advised caller to have a healthcare professional page a rep.